Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump made a lot of noise when rewinding. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08745 inches. No unexpected noise anomaly noted during rewind. The motor was tested outside the device and passed. Unit received with minor scratched display window and case.